Event description:
During shift check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed in the archive data and during functional testing. The root cause of the system error was the drivetrain motor brake gap being too wide, out of specification. Reviewing the archive data showed a system error, 139 (unable to hold compression position) on the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Investigation revealed that the drivetrain motor brake gap was too wide and out of specification, which triggered the system error. Because the brake gap could not be adjusted to meet specifications, the drivetrain motor assembly will be replaced to remedy the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).